Manufacturer narrative:
Although the customer stated that the monitor failed without alarm, there is no priority alarms associated with this condition. However, the device provides an audible tone to alert the user of the condition. Additional information was requested to confirm if the customer received the audible tone, however it was unknown at the time. After log review, it was found that the m540 failure was a reboot due to a known software issue where the m540 reboots in response to receiving low accuracy messages from the etco2 pod. A field safety corrective action has been released for this issue, draeger reference (B)(4). This customer was notified via the field action. We are currently working with the customer on the field action implementation and will send a follow up report once resolved.

Event description:
It was reported a patient was connected to monitor in ICU for transport. Before connecting to the mobile ventilator, the monitor failed without alarm. The monitor was immediately replaced with the same type of device. There was no patient harm.

Event description:
It was reported a patient was connected to monitor in ICU for transport. Before connecting to the mobile ventilator, the monitor failed without alarm. The monitor was immediately replaced with the same type of device. There was no patient harm.

Manufacturer narrative:
Although the customer stated that the monitor failed without alarm, there is no priority alarms associated with this condition. However, the device provides an audible tone to alert the user of the condition. Additional information was requested to confirm if the customer received the audible tone, however it was unknown at the time. After log review, it was found that the m540 failure was a reboot due to a known software issue where the m540 reboots in response to receiving low accuracy messages from the etco2 pod. A field safety corrective action has been released for this issue, draeger reference (B)(4). This customer was notified via the field action. The customer was again provided the tsb with the available solutions.